Event description:
Additional information received indicated the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after experiencing a vibratory alert. Episodes of noise that resulted in oversensing on the right ventricular (rv) lead were observed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.